Manufacturer narrative:
When the physician withdrew the unknown microcatheter to deploy the stent, the stent fractured. The physician used ev3 snare to take out the fractured stent. The procedure was completed using another enterprise stent. The stent was being used to cover the neck of an aneurysm at unknown target location with unknown target site characteristics. It was reported that prior to the withdrawal to deploy when the stent fracture occurred the stent had not been recaptured. However, it was reported that the stent had been deployed past the recapture point and then attempted to be recaptured. The enterprise delivery system was returned without the stent. With follow-up investigation it was reported that the stent is not available and there are no films pertaining to the reported fracture available. A non-sterile unit of enterprise delivery wire was received coiled inside of a plastic bag along with a torque device (orange). Waves were noted on the delivery wire at the coil section. The involved stent was not received. Enterprise delivery wire was inspected under vision system and no other damages were observed only the observed in the visual analysis. Lake region reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10127565. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported stent fracture could not be evaluated since the stent is not available for analysis and no films are available. The cause of the observed waves on the delivery wire coil section could not be conclusively confirmed, however, procedural factors or post procedural handling might have contributed to this finding. The returned component did not present any obvious indications of manufacturing defect or anomaly. The instructions for use outlines that the stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal markerband (recapturability limit), which is shown diagrammatically. A definitive conclusion cannot be made without the return of the stent or films. However, with review of the reported information, the procedural factor of attempting to recapture the stent once it was past the recapture point may have contributed to the reported stent fracture. The device history records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: unknown microcatheter ev3 snare enterprise stent (lot unknown).

Event description:
When the physician withdrew the microcatheter to deploy the stent, the stent fractured. The fracture involved strut(s) breakage. The physician used an ev3 snare to take out the fractured stent and changed to another enterprise stent to complete the procedure. There was no patient injury reported. An adequate continuous flush was maintained through the microcatheter. There were no damages noted on both the microcatheter and stent prior to use. There was no resistance experienced while passing the device deployment system through the catheter. Excessive force was not applied to the device during insertion or withdrawal.